Event description:
It was reported that an alert triggered due to noise and high pacing impedance spikes on the right ventricular (rv) lead. Therapies were programmed off. The rv lead was subsequently capped and replaced. During the revision procedure, it was noted that the setscrew was faulty and would not engage with the wrench or tighten when the replacement rv lead was inserted. The physician determined that the noise and high pacing impedance spikes on the capped rv lead were possibly due to the setscrew problem with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.